Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 410 mg/dl. The customer reported that they were sick and had been on antibiotics so that was causing high blood glucose levels. The customer did not mention any symptom related to high blood glucose level. The customer declined troubleshooting for high blood sugar. The insulin pump will not be returned for analysis.